Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted system controller log files confirmed a pump stop associated with the disconnection of the driveline. According to the account, the driveline disconnect occurred when the patient conducted an unscheduled controller exchange at home. On (B)(6) 2020, the submitted log files captured a backup battery fault that became active approximately 30 minutes prior to the disconnection of the driveline. The pump appeared to operate as intended. Multiple requests for additional information have been sent to the customer however, no response has been received at this time. The patient remains ongoing on vad support and no further issues have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead were also reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 26aug2018. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and patient handbook warn that disconnecting the driveline from the system controller will result in loss of pump function. These documents outline all system controller alarms as well as the appropriate actions associated with them. The patient handbook explicitly states, "the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the system controller, reconnect it right away to restart the pump. The pump cannot run without power." The IFU also provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was seen in-clinic after a unscheduled controller exchange while at home. The patient observed a yellow wrench advisory turned into a red heart alarm. Log file analysis captured a system controller backup battery fault on (B)(6) 2020. The driveline was noted to be disconnected on (B)(6) 2020. No additional information was provided.